Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial hemoglobin a1c result was 5.1%. The repeat result was 5.9%. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the vacuum tank was dirty and damaged, causing a loss of vacuum. The fse repaired the vacuum tank and ordered a new tank, flushed the valves, adjusted the cuvette rinse volume, cleaned the sample probe, replaced the vacuum diaphragms, and performed mechanical checks and an air purge. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue.